Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: l-evprop23-29 (lot: 0012281961); product type: 0195-heart valves; product ID: evolutr-26 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2024. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Conclusion: a medical safety assessment was completed and determined that, based on the information provided, the event of aortic root dissection is assessed as likely related to the delivery catheter system (dcs) with unsuccessful attempts to cross the native valve likely resulting in a pericardial effusion, pericardiocentesis, pneumothorax, hemodynamic instability and subsequent death. The patient's challenging anatomy was likely a contributing factor to the event. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was reported that it was difficult to pass the system across the native valve due to the fusion of the rcc and ncc, and horizontal orientation of the aorta. Hypotension is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, it was reported that the hypotension was due to both an aortic root dissection and pericardial effusion. Hypotension, vascular complications and cardiovascular injuries, such as dissection and effusion, are a known potential adverse patient effect per the device instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/ or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the death may have potentially been caused by a possible inadvertent puncture of the lung during the paracentesis resulting in a pneumothorax. There was no information to suggest that a failure to meet manufacturing specifications was related to these events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, due to the fusion of the right coronary cusp (rcc) and non-coronary cusp (ncc), and horizontal orientation of the aorta, it was difficult to pass the system across the native valve. The delivery catheter system (dcs) eventually crossed and the valve was implanted. The patient experienced a significant drop in blood pressure during the procedure due to both an aortic root dissection and pericardial effusion that was attributed to the dcs. The patient was initially stabilized and maintaining blood pressure using a paracentesis kit for fluid drainage but later developed a pneumothorax. Despite efforts, the blood pressure was unable to be restored, resulting in the patient's death the following day. Per the physician, the death may have potentially been caused by a possible inadvertent puncture of the lung during the paracentesis resulting in a pneumothorax.